Manufacturer narrative:
The monopolar curved instrument (mcs) was returned with the ultem sleeve from the mcs tip cover accessory installed; however, but the silicone part had been removed. The distal end components of the instrument were visually inspected and no char marks or other signs of arcing were observed. Electrical continuity passed and the instrument had fully been used with no lives remaining. No physical damage found.

Event description:
It was reported that during a da vinci s prostatectomy procedure, while using the monopolar curved scissors instrument with the tip cover accessory installed, arcing was observed. No patient injury, harm or adverse outcome was reported.